Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: site (B)(6). It was reported that on (B)(6) 2026, a 31mm epic plus mitral valve was implanted in the patient. A third degree heart block was noted after surgery and an external pacemaker was left in place. During the night after surgery, a right sided hemothorax was noted and hematoma removal was performed. A pleural effusion was noted after the surgery and a pleural puncture was performed on (B)(6) 2026.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.